Event description:
It was reported that md was unable to pass iab over guidewire during sheathless insertion. The iab was advanced approx. 50cm over guidewire when difficulty was experienced. It is not known whether iab was actually inserted into pt. Another iab was obtained and inserted. No reported pt complications.